Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00792.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently address potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per add'l info received, the pt has experienced postoperative pain , mild to moderate spotting, vaginal itching and burning with premarin cream, minimal yellowish drainage from suture lines, vulvitis (moderate irritation of the labia majora), slight posterior vaginal redness and irritation near the introitus, painful urination, dripping (presumed urine), positive urine culture (e coli), bladder leaking (has to wear pads), pain with need to void, recurrent usi, "sling feels slacker," fullness in left adnexa, dyspareunia, "when bladder is full has to go right then or have an accident," constantly having to urinate, atrophic changes (external genitalia), "suburethral sling sees very lax (possibly detached on left)," urinary retention (post sling procedure a few years ago, presumed avaulta system on (B)(6) 2008), sling indenting the bladder on either side (with bladder filling during cystoscopy), vaginal itch (pt thought she had a yeast infection), loss of consortium, unspecified infection, unspecified urinary problems and unspecified recurrence. The pt underwent cystoscopy x 2 and tvt (presumed - transvaginal tape) re-do.